Manufacturer narrative:
Minimum 5-year follow-up results for occipitocervical fusion using the screw-rod system in craniocervical instability in clinical spine surgery, volume 30 (e628-e632) 2017 . Device location unknown.

Event description:
The article 'minimum 5-year follow-up results for occipitocervical fusion using the screw-rod system in craniocervical instability' in clinical spine surgery, volume 30 (e628-e632) 2017, was reviewed. Twenty-seven patients with occipitocervical (oc) disorders underwent posterior oc fusion using pedicle screws and rods between 2000 and 2009. All but 1 patient wore halo-vests for two-to-three weeks preoperatively for optimal sagittal alignment. Oasys devices were used in eighteen patients; the remaining nine patients were implanted with non-stryker devices. All rods and screws were made of titanium alloy and were 3.2 or 3.5 mm in diameter, respectively. This report captures the first of two loosened c4 pedicle screws experienced by patient 9 thirty-one months post-operatively. The patient was revised and the construct was extended to c7.

Manufacturer narrative:
'Minimum 5-year follow-up results for occipitocervical fusion using the screw-rod system in craniocervical instability' in clinical spine surgery, volume 30 (e628-e632) 2017. The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Per the oasys surgical technique delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. The root cause of the reported event is most likely related to non fusion. However without device evaluation the cause cannot be determined conclusively. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
The article 'minimum 5-year follow-up results for occipitocervical fusion using the screw-rod system in craniocervical instability' in clinical spine surgery, volume 30 (e628-e632) 2017, was reviewed. Twenty-seven patients with occipitocervical (oc) disorders underwent posterior oc fusion using pedicle screws and rods between 2000 and 2009. All but 1 patient wore halo-vests for two-to-three weeks preoperatively for optimal sagittal alignment. Oasys devices were used in eighteen patients; the remaining nine patients were implanted with non-stryker devices. All rods and screws were made of titanium alloy and were 3.2 or 3.5 mm in diameter, respectively. This report captures the first of two loosened c4 pedicle screws experienced by patient 9 thirty-one months post-operatively. The patient was revised and the construct was extended to c7.